Event description:
This device is not sold/distributed in the united states. Procedure type: low esophagectomy. According to the reporter: when the surgeon checked the staple line, a leak was found at the anastomosis. The surgeon sutured instead. Reportedly, the surgery time was extended more than 30 minutes.

Manufacturer narrative:
This device is not sold/distributed in the united states.